Manufacturer narrative:
The device evaluation could not confirmed the customer¿s reported issue of a noisy or no image. The device was previously repaired in (B)(6) 2022 as the image blacks out due to a defective cable unit. A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported via repair request that during an unspecified laparoscopic surgery, the endoeye ii, high definition autoclavable videoscope was found to have a noisy image. The intended procedure was completed with another device without delay. The video scope was then returned for evaluation and during the evaluation, a reportable malfunction was identified, the scope produces a colored (green) image that was isolated to a defective charged coupled device unit. No death or injury and no harm to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was damage to the charge-coupled device (ccd) holder assembly. Olympus will continue to monitor field performance for this device.